Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Suggested the customer to call to perform the high-pressure test when the clamp arrives.